Manufacturer narrative:
(B)(4). Concomitant medical products: unknown femoral component catalog # unknown lot # unknown, unknown articular surface catalog # unknown lot # unknown. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2019-00781, 0001822565-2019-00782. Remains implanted.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient will be considered for revision due to unknown reason. No revision procedure has been reported to date. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: unknown patella catalog # unknown lot # unknown. Reported event was confirmed by review of x-rays provided. X-ray review by third party hcp states that there is an oblique periprosthetic fracture of the distal right femur which is displaced. There is extension of the fracture to the tip of the femoral component and the femoral component appears loose. There is also abnormal radiolucency along the tibial and patellar components consistent with osteolysis. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR: 0001822565-2019-03474.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
From additional information received, it was reported that the patient was revised due to periprosthetic fracture. Attempt for further information has been made, but no further information has been provided.